Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stoppage with no audible alarms. No further events were noted. The log file submitted to manufacturer for analysis showed that the pump stoppage was caused by both the black and white power leads being disconnected simultaneously. After the system controller was reconnected to power, the pump returned to operating at the set speed with no further issues. The x-rays submitted were all unremarkable with no sign of a percutaneous lead issue.